Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 +23.5 diopter intraocular lens (iol) was implanted on (B)(6) 2018 and explanted from the patient's left eye on (B)(6) 2018. A pcb00 lens +21.0 diopter was implanted as a replacement. Additional information revealed that the reason for the explant was blurry vision experienced since post-operative day 1. There was no incision enlargement, vitrectomy or injury reported. Following the iol exchange the patient vision was 20/20. No additional information was received.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/04/2018, date received by manufacturer (date aware), device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection showed that the lens was cut in two pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.